Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l1-l4 to treat an l2 compression fracture. It was reported that approximately 10 months post-op, the patient bent forward and heard and felt a loud pop. It was found that the bone screws at l1 fractured. The patient underwent a revision surgery in which the screws at l1, rods and crosslinks were removed and the construct was extended up to t10. The shafts of the screws at l1 could not be removed from the vertebral body. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Macroscopic examination confirms the mas bone screw is fractured approximately ~2 threads below the screw head. Microscopic examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, river lines, and shear lips, starting approximately 50% of the way through the cross-sectional area of the bone screw, consistent with overload. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Dimensional inspection of bone screw confirms conformance to print specification. Unable to definitively determine specific root cause of the foregoing event from the available information.